Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Medtronic representative reported via email low blood glucose levels. Customer's blood glucose level went as low as 40 mg/dl and as high as 389 mg/dl. Customer advised they did not properly count their carbs during bolus delivery. Customer advised they had fluctuating blood glucose levels and used medical daily insulin. Customer advised they did not have a pancreas which may have resulted in fluctuating blood glucose levels. Customer advised their spouse would follow up and figure out how to properly use the insulin pump.